Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with corroded battery tube. The insulin pump was received missing end cap sticker, cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 240 mg/dl. The caller stated that the insulin pump was worn in a bra with the device facing outwards from the skin. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.